Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys troponin I stat immunoassay result for one patient from the cobas 6000 e601 module. The initial result was 2.63 ng/ml. The repeat results on a cobas e411 analyzer were 0.92 ng/ml and 0.97 ng/ml. The repeat result 2-3 days later on a cobas e801 analyzer at another site was 8.82 ng/ml. It was unknown if any questionable result was reported outside of the laboratory. The reagent lot number was 440893.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined as no sample material could be made available for investigation.